Event description:
01 october 2009 the customer contacted baxter to report that a colleague volumetric infusion pump, encountered a problem with the resistor on an unknown date. The resistor on uim board caught fire and burned out. The problem was noted prior to product use. There is not an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
Reportedly, the patient expired. Date of death and cause of death are unknown. Therefore, the aware date is being used as the occurrence date. The device will be not returned (it is unknown if the device was removed prior to the patient¿s death or if there was an autopsy. No further details were provided.

Manufacturer narrative:
On 10/15/2009, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
No customer letter was requested. This was determined reportable to FDA per edwards lifesciences procedures. The DHR review has been started. 09/27/2009 response received to request for additional information -- no additional details provided. Doctor's last known date of contact with this patient was in april 2009.